Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement with three proglide devices were attempted in the right common femoral artery (rcfa) using the preclose technique prior to a percutaneous endovascular aortic aneurysm repair (pevar) procedure. The arteriotomy was 7fr. Reportedly, cuff misses occurred with the three proglide devices. The sutures of the first and fifth proglide devices were successfully placed using the preclose technique. The sutures of two proglide devices were successfully placed in the left common femoral artery (lcfa) using the preclose technique. The sheath was upsized to 12fr, 14fr, then 16fr and the pevar procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from the proglide devices. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: device status changed from returning to not returning. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.